Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the physician stapled across the renal vein and the device wouldn't open after firing. Clips were used to complete the case. No patient consequences were reported.